Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating a motor failure. Replacement of a capacitor is required to address the issue. In addition, error codes related to the internal battery were also confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.